Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the midline incision site. The patient underwent a (I&d) incision and drainage to wash out the wound and buried the anchors deeper. The patients incision site was well healed with no signs of drainage.